Manufacturer narrative:
(B)(4). Eval results: (mi, tvr).

Event description:
It was reported that the patient suffered an mi approximately 3.5 months post the index procedure. Investigator assessed that the mi event was definitely related to the study device. CABG was performed. The outcome of the reported CABG event was successful.

Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
Pt rec'd a 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad. During procedure the pt also rec'd a 2.75mm diameter x 14mm length endeavor sprint rx stent and a 2.5mm diameter x 24mm length endeavor sprint rx stent in the 1st diagonal branch. Stent implant was successful; however, it was reported that the pt suffered an mi one day post procedure. It was also reported that approx 3.5 months post index procedure the pt was re hospitalized due to recurrent angina. Restenosis was confirmed and CABG was performed. Investigator reported that the mi event was possibly related to the study stent and procedure. Investigator also reported that the restenosis event was definitely related to the study stent and unrelated to the procedure. No other clinical sequelae were reported. (Ref MFR # 9612164201100267 and 9612164201100268).